Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) observed air in the patient line (without an alarm) during the initial drain of peritoneal dialysis (pd) therapy on the homechoice (hc) device, while the hp was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start therapy over using new supplies. The tsr reminded the hp of the importance of checking the patient line for a complete prime and repriming if needed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.